Event description:
The patient reported experiencing elevated blood glucose of up to 401 mg/dl for 2-3 weeks. His normal blood glucose level is 120 mg/dl. He bolused through the infusion device and via pen in an attempt to lower his blood glucose. In 2009, he switched to his backup infusion device and he changed his basal rates and his blood glucose returned to normal. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.